Manufacturer narrative:
No serious injury alleged. Allegedly the consumer was using the model 65960 knee walker to support her knee when the knee support brace positioned under the knee support pad broke and the customer fell forward onto her face. Maintenance history is unk. Product has not been returned for an evaluation so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer was walking with the knee walker when the metal bar under where she rested her knee allegedly broke, causing her to fall forward onto her face. No injury is alleged.